Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly and blank display. The customer¿s blood glucose level was unknown. The customer reported that the screen quit working on the insulin pump and blank display. The customer was advised to disconnect from the pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
No blank display noted. However, device received with cracked and bleeding lcd glass. Unable to perform operating current, unexpected restart error, self-test and displacement test due to cracked and bleeding lcd glass.